Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported two months later that the patient's current status was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient's family member reported that the device was implanted due to parkinson's disease. The symptoms were not obviously improved. The patient often falls down and has the symptoms of change. The patient went to the hospital to re-check, and the doctor said the reason of the poor effect was the lead position was too deep. The lead position was adjusted to shallow, but the effect was still effect. The reporter went to the hospital to advise the improvement, and the doctor said that there was no way to improve. There was not more than 50% of the symptoms reduced. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. Currently the patient falls down and has the symptoms of change. The reporter requested improve the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.